Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A stimulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed one other complaint with the same patient and same symptom codes for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, reviewed information, past medical history, and clinical information. Patient appears to have failed peritoneal dialysis therapy, with a history of multiple episodes of peritonitis, poor clearances, and low ultrafiltration. There is no evidence of device malfunction.

Event description:
A peritoneal dialysis patient's wife called fresenius technical support wanting the patient's replacement cycler to be cancelled because the patient is in the hospital due to his belly being twice its normal size and extremities very swollen. The wife states the patient gained 50 lbs in the past month due to the cycler not draining him as it should. Patient is now ok and will be doing hemodialysis for the rest of his life. Patient has called numerous times for this problem and finally requested a replacement cycler yesterday. The old cycler is already boxed up and she did not want to unbox for further treatments. She did not know much about his prescription or his records. She did not know if he missed any treatments.